Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened escape and act button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify lost sensor alarm due to buttons not responding.

Event description:
Customer reported via phone call that the insulin pump received the lost sensor alarm. Customer's blood glucose level was 119mg/dl at the time of the incident. Customer stated there was no damage to the connection bridge or pins. The device will be returned for analysis.